Event description:
A (B)(6) yr old woman with staghorn calculus in the mid to lower pole of her right kidney underwent cystoscopy and right ureteral catheter insertion under general anesthesia. Then was tansferred after post anesthesia care to interventional radiology for a right percutaneous nephrostomy.